Manufacturer narrative:
The device operates properly once it is programmed. No malfunction was reported.

Event description:
The rptr indicated that the pt had two fibrillation episodes classified as a tach 1, which were treated with atp and two c therapy shocks. The chronolog iegm's indicated that the episodes were not ventricular tachycardia, but were oversensing of the t waves. At the implant, the device had been programmed to a sensing margin of 5.3:1, while r-waves were 12 mv. Current r-waves are 5 mv, so device was reprogrammed to 3.5:1 to correct the oversensing problem.